Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, they used idrive device for reconstruction of gastric tube. 5 firings were successful. For the aygous vein resection, they connected the reload to adapter. The surgeon pushed the blue button and clamped the tissue. For the adjustment, the surgeon pushed the silver button and tried to open the jaws, however the device did not react. Then the surgeon opened the jaws with the manual adapter tool. Replaced by a manual handle and a new cartridge, the procedure was completed with no problem. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into post market vigilance instruments. The reload was applied to test media, where all staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.